Event description:
It was reported that during a hemicolectomy - left procedure on a da vinci 5 system, the site experienced repeated ergo faults on the surgeon side console (ssc). The customer performed a hard cycle on the ssc prior to contacting support, but the faults persisted. Technical support guided the customer through a secondary hard cycle, but the issue remained unresolved. The site continued with their cases despite the ongoing faults. The procedure was completed as planned with no report of patient injury or death.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "ergo fault. Error 23062" was confirmed and replicated. Visual inspection confirmed that the plastic connector on the unit had melted, which attributed to the complaint.